Manufacturer narrative:
Please reference MDR #1822565-2010-00663, which this event was originally submitted under. Additional information has been received on this event and it was determined that this was originally reported under the incorrect registration number. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and minor corrosion on the head during the revision.